Manufacturer narrative:
On october 10, 2024, mentor received additional information regarding the patient's replacement device. It was reported that the patient replacement device was a 430cc mentor memorygel boost breast implant (catalog number smpb-430) with lot number 9778184. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2024, mentor received additional information regarding the patient's explantation date. The date of device explanation has been updated to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 300cc mentor memorygel breast implants. Post-operatively, the patient experienced capsular contracture of an unspecified baker grade in the right breast and bottoming out of her left prosthesis. At the time of this report, the patient has consulted with a medical professional, but mentor has no information regarding explantation or an expected explantation date. This report is for the left implant. Refer to manufacturing report number 1645337-2024-05123 for the contralateral event.

Manufacturer narrative:
On may 22, 2024, mentor received additional information. The patient underwent removal surgery on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).